Event description:
It was reported that during a prostate procedure, the fiber became burnt and broke approximately 2 inches from the tip. The tip was flushed out of the pt. A second fiber was used to complete the case. No pt injury was reported.

Manufacturer narrative:
The component codes fiber and cap are associated with the device code break. Fiber analysis: the glass cap detached and was broken proximal to glue zone. The fiber cap was not returned with the product. Unable to view / confirm evidence of burned and charred heat shrink or glue residue due to the missing cap. The fiber / fiber cap conditions would result in forward firing.